Event description:
New legal claim received from kennedy¿s. Right hip. Xl system. Revision has not taken place.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Reason(s) for revision: alval / soft tissue.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
New legal claim received from (B)(6) right hip xl system revision has not taken place the reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the complaint was re-opened (previously (B)(4)) following receipt of additional information. A review of the information identified no additional investigational inputs. No further investigation was required and no changes were required to the previous investigation conclusions. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: new legal claim received from (B)(4) right hip; xl system; revision has not taken place. Update - june 1, 2017 additional information received: surgery date: (B)(6) 2009; date of revision: (B)(6) 2016. Reason(s) for revision: alval/soft tissue reaction. Type of hip replacement product: asr xl. This complaint was updated on june 20, 2017. Update jan 09, 2018: additional information from kennedys received. Added the stem lot number in the ip. This complaint was updated on january 18, 2018.